Event description:
It was reported that the device was used during a sils lap sigmoid procedure. After firing, the staples were loose on the staple line. The staple line was over sewn with silk and the case was completed. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Unk at what location on the tissue? Unk. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unk. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? Unk. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unk. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Staples were loose in staple line. What were the patient's pre-existing conditions? Obesity. Does the patient have any relevant history of surgical treatments? Unk. How long has the surgeon been using this device for this procedure (in years)? Since release. Was there a recent conversion to ees devices in this account or with this surgeon? No. The firing was a blue cartridge on sigmoid. The staples were closed on the ends but open in the center. They realized this when they were preparing to insert the circular stapler. The staple line was oversewn with no negative impact to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with two cartridges reloads present. The cartridges reloads were received fully fired. In addition several b-formed staples were noted to be on the returned reloads and device channel. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing and several b-formed staples were noted on the returned reloads.